Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a scd pump. The customer reports the cord is cut. The unit was received at a covidien service center. Upon visual evaluation of the power cord, it was found that the cord is cut through the outer and inner insulation at back of the plug. The copper wires are exposed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.